Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 25, 2009, the lay-user/reporter contacted lifescan alleging that a lancet would not fire from a one touch ultrasoft lancing device. The reporter indicated that the alleged issue started on an unspecified date/time in the spring of 2009. A couple of weeks after the alleged lancing device issue began, the reporter claimed that the patient developed symptoms of shakiness and blurred vision. The reporter denied that the patient received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged lancing device issue began.